Manufacturer narrative:
(B)(4): it was reported that post implantation, patient experienced pain, urinary problems, and dyspareunia.(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, urethral sphincter deficiency and failed prior surgery. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapsed on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.